Manufacturer narrative:
The root cause for the bloody leak is attributed to the needle bellows overflow, which caused rust on the rotary module, resulting in improper function of the carousel/cap piercer. As described, the fse resolved the issue by replacing the actuator, needle, and associated tubing. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report a bloody fluid leak in the area of the carousel/cap piercer of the coulter hmx analyzer. The system provided error messages indicating that the carousel would not rotate. Customer tried cleaning the area of the cap piercer to resolve the issue, but it persisted. No patient results were affected and there was no exposure to mucous membranes or open wounds. No death, injury or affect to patient treatment was reported and no one sought medical attention. Personal protection equipment including gloves, lab coat and eye protection was in use at the time of this event. The field service engineer found a needle bellows overflow, which caused rust on the rotary module of the carousel/cap piercer. The fse also found the pinch valve (pv) 21 actuator sticking and replaced the actuator. The fse then replaced the needle and associated tubing. The fse verified instrument performance per established procedures.